Manufacturer narrative:
Investigation conclusion: the customer reported the tie came out of the nutrition. Additional information provided stated that the hose of the nutrition set showed a detachment of the spike and the feeding set did leak. There was no patient injury/harm reported. The report refers to product code 775100, epump cross spike feed & flush, with lot number 200480155, manufactured on 25-feb-2020. A device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Lot and failure mode trending was reviewed and no related trends were identified. Two (2) photographs were provided by the customer. Visual examination of the photographs confirms the report of tubing detachment at the cross-spike connection. Three (3) used samples were returned for evaluation. Functional testing performed confirmed the report of leak at the cross-spike and tubing connection. An investigation has been initiated to determine the root cause of this confirmed product failure. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the tie came out of the nutrition. There was no patient injury. Additional information provided on april 16, 2021 stated that the hose of the nutrition set showed a detachment of the spike and the feeding set did leak.